Event description:
It was reported that the ilet exhibited physical separation of the enclosure and a cracked touchscreen after the user removed the device from its case for cleaning, and the user elected to stop using the device despite it remaining functional; the device was identified as no longer watertight and a replacement was arranged while the user transitioned to secondary therapy. Symptoms included hyperglycemia up to 300 mg/dl for about one hour, which the user attributed to a missed meal announcement rather than device performance, with no ketone testing, no medical intervention, and the user feeling okay. Outcomes included continued use of cgm on a mobile app or receiver, instruction to shut down the device, data backup guidance, and standard replacement and return logistics. Investigation included complaint intake, user education on water ingress risk and therapy backup, verification of serial number and shipment details, and arrangement for device return. Investigation of this case revealed a screen and bezel separation consistent with enclosure damage, leading to loss of watertight integrity, with the device otherwise powering on; no device alerts or alarms occurred. It was concluded, based on previously established findings for similar reports, that the cause was device enclosure damage consistent with mechanical stress, and that the reported hyperglycemia was due to user non-announcement of a meal rather than device malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.